Event description:
It was reported that peri-device leak and device shift occurred. A left atrial appendage (laa) closure procedure had previously been performed on (B)(6) 2026, using transesophageal echocardiogram (tee) with implantation of a 35mm watchman flx pro closure device. Post procedure computed tomography (CT) imaging was performed and results recorded. At a follow up appointment on (B)(6) 2026, a CT was performed which showed a peri-device gap measuring approximately 4.4-5.1mm. Review of the intraoperative transesophageal echocardiogram (tee) showed that the closure device appeared to have partially drawn in toward the wing at the time of implant, though the degree of the closure device position in the wing appeared more pronounced on the post-procedure CT compared with intraoperative tee imaging.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that peri-device leak and device shift occurred. A left atrial appendage (laa) closure procedure had previously been performed on (B)(6) 2026, using transesophageal echocardiogram (tee) with implantation of a 35mm watchman flx pro closure device. Post procedure computed tomography (CT) imaging was performed and results recorded. At a follow up appointment on (B)(6) 2026, a CT was performed which showed a peri-device gap measuring approximately 4.4-5.1mm. Review of the intraoperative transesophageal echocardiogram (tee) showed that the closure device appeared to have partially drawn in toward the wing at the time of implant, though the degree of the closure device position in the wing appeared more pronounced on the post-procedure CT compared with intraoperative tee imaging.

Manufacturer narrative:
A2: patient dob corrected from (B)(6) 1949 to (B)(6) 1949.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Media review: the provided medical media was captured during a follow up appointment and does not require further review by the bsc medical safety team. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60350 batch # 0032991840. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal and implant movement/shift (medication required). Risk review: a risk review was completed and confirmed that the events of implant did not seal, and implant movement/shift were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that peri-device leak and device shift occurred. A left atrial appendage (laa) closure procedure had previously been performed on (B)(6) 2026, using transesophageal echocardiogram (tee) with implantation of a 35mm watchman flx pro closure device. Post procedure computed tomography (CT) imaging was performed and results recorded. At a follow up appointment on (B)(6) 2026, a CT was performed which showed a peri-device gap measuring approximately 4.4-5.1mm. Review of the intraoperative transesophageal echocardiogram (tee) showed that the closure device appeared to have partially drawn in toward the wing at the time of implant, though the degree of the closure device position in the wing appeared more pronounced on the post-procedure CT compared with intraoperative tee imaging.